Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comments that the programmer froze and presented with an hourglass when attempting to perform threshold testing; a system error was found in the error logs, however. The connection between the xy printed circuit board (pcb) and overlay was reseated, the software was reconfigured and reloaded, and the media bay gasket and nylon standoff were replaced as a preventive measure. The electrical circuit boards and mechanical parts were inspected. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when programming information into a device, the programmer froze after selecting the next field; the programmer eventually presented with a black screen stating "contact [the manufacturer]." It was also reported that the programmer presented with an hour glass symbol when clicking on different values during threshold testing with the analyzer. The programmer has been returned for repair. No patient complications have been reported as a result of this event.